Event description:
The customer contacted stryker to report that their device would not pass the charge test and would not recognize the defibrillator cable when connected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker product assessment center (pac) further evaluated the returned therapy board and found the root cause was transformer t1 electrically damaged and voltage output is low causing the paddles control circuit to not function. The component was archived by stryker.

Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. Stryker replaced the device's therapy board to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not pass the charge test and would not recognize the defibrillator cable when connected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.